Manufacturer narrative:
The investigation determined the issue was caused by a loose vacuum nozzle and clogged sipper nozzle. No further issues have occurred since the service actions were performed. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The field service engineer found a clogged probe. A vacuum needle was loose. Both issues were corrected. Calibration and controls were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the na electrode on a cobas 8000 ise module. The first sample initially resulted in a na value of 152 mmol/l and it repeated as 144 mmol/l. The second sample initially resulted in a na value of 159 mmol/l and it repeated as 126 mmol/l.